Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection. Pump passed prime/a33, displacement and basic occlusion tests. Pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm during the rewind process of the insulin pump. The customer's blood glucose level was 11.6 mmol/l. The customer was treated with insulin pen. The customer insulin pump is unable to perform displacement test. The customer was unable to complete rewind. The customer was advised replacement of the insulin pump needed.